Event description:
It was reported that the bd alaris¿ secondary set spike broke, causing fluid to leak out during the iron infusion. The following information was provided by the initial reporter: "both of these incidents occurred in august of 2022 and while no harm occurred to the patients, there was some delay as replacement products needed to be obtained. 1. Bd secondary set cat# ms3500-15 with lot# (10)22013262 ¿ date of occurrence 8/22/22. Problem experienced ¿ the spike broke causing fluid to be spilled which included an iron infusion.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-may-2023. H.6. Investigation summary: a complaint of spike breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The spike on the drip chamber was broken. A device history record review for model ms3500-15 lot number 22013252 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of this component was notified of the defect and an investigation was performed at their site. The component is assembled on a full automatic assembly machine. Before the assembly of the projector, assembly machine performs an 100% check of the tip of the spike. If the sensor does not confirm presence of the spike, the semi assembly is automatically rejected by the machine. The machine was investigated and was confirmed to be rejecting parts properly. The production records of that lot were also reviewed and there was no record of weakness in the part during injection molding process. The root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. The reported lot# 22013262 was not found for the reported catalog# ms3500-15. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ secondary set spike broke, causing fluid to leak out during the iron infusion. The following information was provided by the initial reporter: "both of these incidents occurred in august of 2022 and while no harm occurred to the patients, there was some delay as replacement products needed to be obtained. 1. Bd secondary set cat# ms3500-15 with lot# (10)22013262 ¿ date of occurrence (B)(6)22. Problem experienced ¿ the spike broke causing fluid to be spilled which included an iron infusion.